Event description:
Plaintiff alleges that as a direct and proximate result of the defective nature of the latex gloves designed, mfg and/or sold by defendants, plaintiff has suffered severe pain and suffering, and she will continue to suffer pain and suffering in the future. She has incurred and will in the future incur expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. Plaintiff's sensitization to latex has caused restrictions in her life as to where she can go and what she can do so as to avoid situation where any latex is present. She has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life.